Event description:
It was reported that during use on patient while transporting, the cardiosave intra-aortic balloon pump (iabp) unit will not switch on, customer had reported the batteries had failed and would not charge. There was no patient harm reported.

Manufacturer narrative:
Corrected fields: b5, h6(medical device ¿ problem code), h10. A getinge field service engineer (fse) evaluated the iabp unit for the reported malfunction, batteries were found to be fully discharged, and would not power up the iabp. The charging logs show that the iabp was operated on battery power on the day of the incident. The batteries are rated to offer a maximum of 2 hours of system operation (60 minutes for each battery). On this occasion the iabp was running on battery power for 3 hours and 4 minutes. Customer has been advised to ensure the iabp is plugged into the mains when available, and to ensure that the iabp is pushed fully home into the cart, after it has been used for transport. As a precaution, batteries were replaced with 2 new batteries then the iabp power up and the batteries were charging correctly. And then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
It was reported that during use on patient while transporting, the customer had an issue where the batteries of the cardiosave intra-aortic balloon pump (iabp) did not support operation and the unit will not switch on. The customer swapped the batteries from another iabp and was then found to be operating correctly. Customer had reported the batteries had failed and would not charge. There was no patient harm reported.

Manufacturer narrative:
Updated fields: e1 (event site postal code: (B)(6), h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) stated customer had an issue where the batteries on serial number: (B)(6) did not support iabp operation. Customer swapped batteries into serial number: (B)(6). (B)(6) was then found to be operating correctly. Customer reported that batteries had failed, and would not charge on (B)(6). Batteries were found to be fully discharged, and would not power up (B)(6). As a precaution, batteries were replaced with 2 new batteries. (B)(6) would then power up and batteries were charging correctly. All functional tests were completed successfully. Customer has been advised to ensure iabp is plugged into the mains when available, and to ensure that the iabp is pushed fully home into the cart, after it has been used for transport.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit will not switch on.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 phone # due to field restrictions is: (B)(6).